Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. It was reported that patient complained of pain, weakness, stiffness, limited walking, scar and difficulty walking. Patient taking eliquis for a month to prevent blood clots as she had suffered blood clot form initial surgery. Doi: (B)(6) 2019, dor: none reported, right hip.